Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was advanced through the colonoscope; however, it was reported that the working length of the device was shorter than expected and would not exit out of the colonoscope. The complainant believes that this device may have been inadvertently used instead of a device with a longer length. The procedure was completed with another resolution clip. In addition, it was reported that ¿the patient was in surgery due to a bad bleed.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.